Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable failed continuity. The cable was also found to have a broken green conductor and a inner shield at the solder joint assembly, inside the connector. When testing the returned cable with a lab lnop dc-I sensor and lab philips mp-40 monitor with philips fast module there was no reading, the pleth was flat and no error message or audible alarm was displayed. The sensor led does not illuminate. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.

Event description:
It was reported that low spo2 measurements was obtained during the case. During case one the pao2 readings of 200mmhg and spo2 was reading 96%. During case 2 the pao2 200mmhg with a spo2 reading of 96%. After changing the cables the spo2 measured at 100% with both cases. Additional information received stated the offset was constant and no blood draw was taken. There was no other sample references or a comparative measurement taken. There is no known patient impact or consequences.